Event description:
Five months post index procedure the pt reutrned to the hosp due to a follow-up of the distal right coronary artery. Cag was conducted and restenosis was observed in the implanted cypher in the left anterior descending artery. There was 75% stenosis. To treat the restenosis, two cypher stents were implanted inside the cypher which restenosed. The lesion was pre-dilated with a 3.0 x 15mm balloon at 12 atms for 30 seconds. A 3.0 x 23mm cypher stent was implanted at 14 atms for 40 seconds and a 3.0 x 18mm cypher stent was implanted at 12 atms for 25 seconds. Post-dilatation was conducted with the balloon from the sds. Post-procedure residual stenosis was 0%. The pt is currently in stable condition.